Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine whether it contributed to the reported hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 464 mg/dl less than 2 days after the pod was activated so he gave himself a manual injection with an insulin pen (exact dosage was not provided). He noticed the cannula was kinked.